Manufacturer narrative:
Follow-up #1: date of submission 05/05/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: on investigation, the pump powered on with functional audio tone and vibration; however, the display screen remained blank. Attempts to download the pump history and black box data were unsuccessful. Investigation of the alleged inaccurate delivery issue was not able to be completed due to the condition in which the pump was received.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl with large ketones associated with an unspecified inaccurate delivery issue. The patient was reportedly diagnosed with diabetic ketoacidosis. The reporter did not specify how the patient¿s bg excursion was treated. The patient reportedly remained on the pump. The alleged inaccurate delivery issue reportedly began the day prior to the bg excursion, on (B)(6) 2016. Customer technical support (cts) reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history and in the basal history matched the active basal program, and that the pump was correctly calculating bolus recommendations. Troubleshooting could not be completed at the time of initial contact. Cts made attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an alleged inaccurate delivery issue.